Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.233.006. Lot: 124p987. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aiming arm radiolucent was received at us customer quality (cq). Visual inspection of the complaint device showed the curved part of the latch subcomponent had broken off. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Aiming arm cpl and latch no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the insertion of a new retro femoral nail to treat the distal femur fracture, when the surgeon was malloting the nail in, the aiming arm broke. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. This report is for one (1) aiming arm radiolucent. This is report 1 of 1 for complaint (B)(4).